Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose 5 days prior to the call, with blood glucose between 400 mg/dl and 500 mg/dl at the time of the incident. The customer was at 314 m/dl at the time of the call. The customer was getting no delivery alarms even after several set changes. The customer also saw a bent cannula after removing the current set. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The infusion set will be returned for analysis.